Event description:
It was reported that the device exhibited a blockage alarm. The event occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified this device has not been in for service in the previous 12 months. Review of the event history log identified a "high pressure" alarm was recorded in the event log multiple times. The customer problem was not confirmed. There was no device problem identified as the test results (the measured values) lied within the product specifications. The device was returned to the customer with no repair provided to it.